Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient programmer had a broken antenna jack. There was no out of box failure reported. No symptoms or medical/therapy problems were reported. The issue began in (B)(6) 2016, two months prior to (B)(6) 2016. The programmer was replaced. Additional information was received from the patient and a consumer. It was reported that the patient had a return of symptoms and back and knee pain. It was noted that the change in therapy/symptoms was sudden. The patient was not able to use the patient programmer to increase stimulation because it had not been working. It was noted that the consumer thought the patient couldn't remember how to work the patient programmer because the patient had developed brain cancer that was not related to the patient's stimulation. The patient now had the new patient programmer from repair to make adjustments to stimulation, but they needed a new antenna as well and didn't get that. The patient was able to connect without the antenna using the replacement programmer but saw poor communication with the antenna attached. The antenna was damaged. A replacement antenna was ordered.

Manufacturer narrative:
Correction: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.